Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise over-sensing. No intervention was made, the clinic would continue to monitor the lead. The patient was stable.